Manufacturer narrative:
(B)(4).

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during the index procedure, the physician inaccurately delivered the stent graft 5mm below the lowest renal artery. The physician wanted more seal so an endurant cuff was implanted resolving the event. The physician stated that the cause of the event was related to the patient's 15mm conical aortic neck. No additional clinical sequelae were reported and the patient is fine.